Event description:
The user facility reported that after the angio-seal insertion sheath was placed in the artery, the device was attempted to be inserted into the insertion sheath, but the device could not be inserted. The tip of the device was checked and found to be cracked. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The working environment did not affect the opening process of the package. The estimated blood loss was less than 250cc. There was no health damage to the patient. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separately. The device sleeve was returned in the rear lock position. The anchor was found to have been released at the distal tip and collagen was swelled up because of the accumulation of blood. A major kink was observed near the distal tip of the carrier tube. No other damage or deformation was found on the returned device. The complaint was able to be confirmed as mechanical damage. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been the off axis loading of the carrier tube into the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).